Event description:
It was reported that the pulse generator could not be interrogated. Attempts were made with multiple programmers. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Memory loss final analysis found the pulse generator to exhibit a memory loss condition. The device model number and serial number were not correct. After restoring the memory, the device was tested thoroughly and found to function normally.

Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. According to the surgeon, the patient had a history of epiretinal membrane (pre-existing). The surgeon was unwilling to complete the questionaire. There are thirty nine medical device reports associated with these events. This report is thirty eight of thirty nine.